Event description:
The ortho summit sample handling system instrument did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The ortho field service engineer (fse) evaluated the instrument and found tip clamp #1 bent. Fse replaced tip clamp #1. Fse verified hold and pull force on all tip clamps. Fse performed splld checking procedure and tested summit with oas user software. All tests passed. The instrument was tested without further problem and returned to expected operation.